Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 560 mg/dl due to no delivery alarm. Customer reported of being hospitalized as a result of high blood glucose. Customer reported of not being able to hear phone call very well and stated that she would call hospital and hung up call. Attempts were made to contact customer.